Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Additional information received from the field representative indicates that the pacemaker was reused as an external temporary pacemaker. There were no additional adverse patient effects reported. The pacemaker remains in service.

Event description:
Additional information received indicates that the temporary device system was removed successfully. There were no additional adverse patient effects reported. The pacemaker was explanted.